Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient suffered a heart attack and had defibrillator put in and a stent. The was reported that the patient had a second heart attack and the defibrillator went off and the stent broke.